Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were evaluated by their dentist and was diagnosed with active periodontal disease. Ortho treatment is contraindicated in patients with active periodontitis. The dentist recommended that the patient stop orthodontic treatment immediately. Letter of recommendation provided. Patient is contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.